Manufacturer narrative:
(B)(6). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker could not be interrogated during pre-implant testing. Three different programmers were used without success. The device was not used and will be returned for analysis.

Manufacturer narrative:
Additional initial reporter (physician name): dr. (B)(6). Upon receipt at our post market quality assurance laboratory, the device could not be telemetered. The case was opened, and high-powered visual inspection of the telemetry coil and its associated solder connections noted no irregularities. The telemetry coil was replaced with a known good telemetry coil in parallel with the telemetry coil on the hybrid assembly resulted in no telemetry confirming that the telemetry coil and its connections to the hybrid are not the issue. The telemetry coil was replaced with a known good telemetry coil; however the device still had no telemetry. The device was then reset by removing the battery and firmware was loaded however there was no telemetry. Individual components were analyzed and identified that a defect was identified on the mixed mode integrated circuit which caused the no telemetry.